Event description:
Rptr had a total of 2 breast surgeries beginning with first implant surgery. A medical professional has confirmed silicone in the surrounding breast tissue. She had infection, excess fluid and numbness in the surgical area and bleeding through the envelope. She c/o: blood pressure problems, peripheral neuropathy, other neuropathy, carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, chest/rib cage pain and/or burning sensation, elevated cholesterol or triglicerides, rapid eye deterioration, thyroid problems, chronic swelling and pain in extremities, frequent low grade fever, irritable bowel syndrome, substantial hair loss not connected with medication, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, sjogren's syndrome, inflammation, swelling, pain/arthralgia and rheumatoid arthritis, persistent stiffness of joints, chronic swollen lymph nodes/lymphadenopathy under arms and neck, chronic unexplained muscle spasms, muscle pain & burning, muscle atrophy, fibromyalgia, sun sensitivity, unexplained severe itching of skin, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, clumsiness/drops things. (*)